Event description:
During follow-up, flouroscopy showed the lead was stretched and threshold had increased. The patient is being monitored.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed low atrial lead impedance, decreased sensing, and increased threshold. Lead damage was suspected and the patient will continue to be monitored. The patient is in stable condition.